Event description:
It was reported that approximately 15 minutes into a transurethral microwave treatment (tumt) procedure, the patient became unresponsive and the physician was no able to detect a blood pressure in the patient. The physician initiated CPR and the patient subsequently regained consciousness and was very alert and responsive. The patient was sent to the hospital via ambulance and is reported to have had a normal sinus rhythm, did not have an mi and is doing fine. The physician suspects the patient has a vasovagal reaction.

Manufacturer narrative:
No disposable devices will be returned; therefore no direct product analysis is available. The treatment file printout from the control unit was obtained and reviewed along with the catheter device history record. All manufacturing and quality assurance testing was carried out in accordance with standard procedures and the product met its specifications at the time of release. The treatment file revealed an uneventful, routine procedure that was interrupted by the operator at the time of the event. As no device was received for analysis and the treatment file demonstrates an uneventful treatment, it is not possible to determine the root cause of the event.